Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspects medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 538256, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 29039126, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed due to an infection.